Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Event date unknown. Serial number is unavailable at the time of this report. Model number: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Manufacturing date is unavailable at the time of this report. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation was performed. Product deficiency has not been identified. Based on the failure mode, probable cause, risk assessment and/or labeling review of this incident, there was no deficiency in design or manufacturing of the product in question. Non conformance was not identified and no device failure was identified. The documentation and label review defines where complications are described as a potential adverse event associated with this type of surgery. Johnson & johnson surgical vision will continue to monitor this type of complaint. Article: clinical outcomes of transepithelial photorefractive keratectomy versus femtosecond laser assisted keratomileusis for correction of high myopia in south egyptian population. Citation: mounir a, mostafa em, ammar h, mohammed oa, alsmman ah, farouk mm, elghobaier mg. Clinical outcomes of transepithelial photorefractive keratectomy versus femtosecond laser assisted keratomileusis for correction of high myopia in south egyptian population. Int j ophthalmol 2020;13(1):129-134. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: clinical outcomes of transepithelial photorefractive keratectomy versus femtosecond laser assisted keratomileusis for correction of high myopia in south egyptian population. It was reported that a case study two eyes had "released suction ring" - the article does not state if this was prior to or during the procedure; and two eyes had microstriae which was corrected by re-floating the flap. The article does not state when the "re-floating of the flap" occurred.